Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while transecting the stomach during an open gastrectomy, the stapler didn't fire properly where only half of the staple line was made. A new device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photo and one device. A visual inspection of the returned photo noted: the photo depicts the single use loading unit (sulu) loaded in the instrument with the bottom half of the pusher advanced and the top half of the pushers were recessed, there doesn't appear to be any staples in the recessed pockets. The device was received loaded with a fully fired 3.5 mm single-use loading unit (sulu). There were no visual or functional abnormalities noted during pmv testing. The loading unit was reloaded with staples, reloaded into the instrument and applied to test media with acceptable results. The staple line was properly formed. Please noted; the information for use that accompanies the product cautions as follows; proper seating of the retaining pin in the anvil hole should be confirmed visually, firing an instrument with a misplaced retaining pin may result in improperly formed staples, which could result in leakage or disruption of the staple line. Also the tissue thickness should be carefully evaluated before firing any stapler. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.